Event description:
It was reported, the electrical generator displayed an error: e433. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for inspection and was repaired by a 3rd party. The reportable malfunction was not confirmed. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the faulty generator board caused the reported event. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received. The device was for demonstration. There was no patient involvement. It was reported, the electrical generator displayed an error: e433. The issue occurred during reprocessing. There were no reports of patient harm.